Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the dialyzer membrane ruptured less than the time recommended by the manufacturer which resulted in blood loss into the effluent. Treatment was discontinued. The sample is not available for evaluation. Additional information is not available for this event.

Manufacturer narrative:
Plant investigation: the reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review (DHR) found product conformed to specifications. No indication for any relationship with the reported failure mode has been found during the review. The described situation is covered in the risk analysis.

Event description:
It was reported that the dialyzer membrane ruptured less than the time recommended by the manufacturer which resulted in blood loss into the effluent. Treatment was discontinued. The sample is not available for evaluation. Additional information is not available for this event.